Manufacturer narrative:
Failure to achieve primary stability has several known causes, including poor bone quality, insufficient bone to support the implant, and clinician technique error. Preparing an implant site that is too large or damaging the implant site with a lack of sequential drilling or drill speed control can lead to the failure of an implant to gain stability at the time of placement (pelayo et al., 2008; turkyilmaz & al., 2008). This type of failure is considered to be caused by patient or technique factors and not factors specific to the device.

Event description:
Failed to osseointegrate.